Event description:
During an in-clinic follow up, episodes of myopotential oversensing and noise resulting in inappropriate automatic mode switching episodes were observed on the atrial lead. The physician suspects insulation damage, although it was not confirmed. Reprogramming was done to resolve the event. The patient was stable and will continue to be monitored.